Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the display on the system monitor being dim was confirmed via visual analysis and testing of the returned unit. The heartmate system monitor (serial number (B)(4) was returned and evaluated at the service depot. Upon evaluation, the system monitor was functionally tested, and the backlight test did not pass, confirming the reported event of a dim display. The monitor was further inspected, and the cause of the issue was isolated to the dc to ac converter on the printed circuit board. The customer was reached out to multiple times regarding the approval for a purchase order; however, all 3 attempts were unsuccessful. The monitor was not functionally tested after and is not recertified for use. The unit will be returned to the customer unrepaired; therefore, no product will be returned to abbott burlington. The root cause of the reported event could not be conclusively determined through this analysis; however, issues with the ac to dc converter on the printed circuit board could have contributed to the event. The device history records were reviewed and the records revealed the heartmate system monitor (serial#: (B)(4) was manufactured in accordance with manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use: ¿equipment storage and care¿ and heartmate iii patient handbook. ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the display on the system monitor was dim.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the display on the system monitor being dim was confirmed via visual analysis and testing of the returned unit. The heartmate system monitor (serial number (B)(6)) was returned and evaluated at the service depot. Upon evaluation, the system monitor was functionally tested, and the backlight test did not pass, confirming the reported event of a dim display. The monitor was further inspected, and the cause of the issue was isolated to the dc to ac inverter printed circuit board (pcb) as there was a physically damaged component (inductor l1) on the pcb. The dc-ac inverter board was replaced with a known working board which resolved the issue. The system monitor was functionally tested and passed all steps without issue. The unit was returned to the customer ready for use and the dc-ac board was returned to product performance engineering for further evaluation. The system monitor dc-ac inverter board was returned and evaluated at abbott burlington. During the evaluation, it was noticed that the dc-ac inverter board was missing a component (inductor l1) as it appeared to be broken off the pcb. The inductor was attached to the pcb while being serviced at the service depot; however, it appeared to have broken off during transit. Further testing on the dc-ac-inverter pcb could not be completed due to the board being inadvertently damaged during shipping. The root cause of the reported event could not be conclusively determined through this analysis; however, issues with the ac to dc inverter printed circuit board and inductor l1 could have contributed to the event. The device history records were reviewed and the records revealed the heartmate system monitor (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.